Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Event description:
Patient suffered from a forearm fracture and had an orif on an unknown date. Patient was implanted with a plate and six screws on the radius. Post-operatively, on an unknown date, patient fell and re-injured himself, fracturing the radius as well as the plate. Plate broke at the most proximal screw hole. The plate broke but the six screws were intact and unbroken in the radius. Patient returned to the o.r. On (B)(6) 2013 for revision surgery. Surgeon removed the broken plate and six screws and revised patient with a ten hole plate and six screws. Revision procedure was completed successfully. This is 1 of 2 reports for this event.